Event description:
Product analysis of the handheld and flashcard was completed. No software anomalies were identified during the analysis of the handheld. During the analysis it was identified that the touchscreen display was unresponsive. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. An analysis was performed on the returned flashcard and no anomalies associated with flashcard software or databases were identified. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(4) 2013, the physician reported that he was having problems with his handheld. Troubleshooting was performed; however, the issue did not resolve. Troubleshooting was again performed on (B)(6) 2013; however, the physician was unable to get the handheld to move past the align screen. Multiple hard resets were performed, but this did not resolve the issue. It was noted that the office was hit by lightening on (B)(6) 2013, and since then, many of the physician's electronic hardware has not been working. The physician lost three computers to the incident. The handheld was plugged into the wall at the time of the lightening strike. No patient's were affected by this issue. The programming system has been returned and is pending product analysis.

Manufacturer narrative:
.